Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that while applying the 4th layer of two (2) profore kit latex free, the last quarter of the roll becomes very hard to unroll, it seems glued/melted together, so that they can not apply it to the patients leg, the nurse had to cut the last quarter off. Treatment was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
The device, used in treatment, has been returned for evaluation. There was no obvious visual issue, however, the functional evaluation confirmed the profore layer 4 was difficult to unwind. A relationship against the reported event has been established. A complaint history review confirmed further instances of this nature. ¿ a review of the manufacturing records confirmed the device was released according to specification. A further review of the manufacturing process was also performed, and a root cause of inadequate standard operating procedure has been assigned. Corrective action has been assigned regarding this event to reduce the probability of further reoccurrences. This investigation is now complete, smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause .a probable root cause may include manufacturing process issue. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint history review has found other related events, with corrective action implemented related to the reported event. Smith + nephew will continue to monitor for adverse trends.